Manufacturer narrative:
G1/g2: contact information updated due to expiration of exemption e2014018. Manufacturing site evaluation: manufacturing records show that this progav 2.0 valve was manufactured by a qualified employee in september 2017. No deviations were identified during assembly. The valve was inspected as article fx442t. The valve has a normal pressure range of 0 to 20 cmws. All required parameters were approved and product specifications met during the manufacturing process. Following final inspection, the valve was sterilized by miethke and released for shipment. Investigation: the valve was received for analysis submersed in an unidentified liquid within a plastic container. Initial visual examination found no significant deformations or damage to the valve. Testing: permeability testing confirmed the valve is permeable. During adjustment testing, the valve was adjustable to all specified pressures. Brake functionality testing found the brake fully operational and the braking force was within given tolerances. Finally, the valve was dismantled. A significant build-up of substances (likely protein) was identified at that time. No further anomalies were identified and all other specifications were met. Conclusion: based on our investigation, we were unable to substantiate the report of non-adjustability of the valve as the valve performed within the specified tolerances during testing. We can exclude manufacturing defects at the time of product release as the valve was confirmed to have met all specifications of the final inspection. Although no specific conclusions can be drawn, it is possible that the deposits observed within the valve during the analysis caused the difficulty encountered during patient use. As described in our literature, this is a known, inherent risk of hc-therapy involving shunt implants and no manufacturing relationship is established. Reports of this type will continue to be monitored. At this time, no trend for reports of this type has been identified.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Patient height: 65cm. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional "po no possibility to readjust." Additional patient outcome and medical intervention information has been requested. When the additional information is received a follow up report will be submitted.